Manufacturer narrative:
The actual device was not returned for evaluation and therefore the reported event could not be confirmed or replicated. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates that during a follow up phone call the pt's peritoneal dialysis rn (pdrn) stated the pt was empty upon starting the treatment and this caused the drain issues. Pt's reported surgery was to repair a hernia. The pt had the hernia prior to starting pd. The pdrn indicated the pt's weakened area in the abdomen was aggravated after the start of pd, resulting in the need for surgery. Additional follow up with the pt's wife reveals she doesn't know if he hernia was pre-exciting pd. She feels the fluid in the pt's abdomen may have exacerbated the hernia. She states that prior to starting pd, the pt was informed that he could possibly develope a hernia due to the pressure of having a fluid in this peritoneum. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
Pt's daughter/user of the fmc dialysis device called tech support for assistance. She stated it's the first night the pt is getting back on the cycler after surgery. He was empty when started treatment. The caller did not want to re-setup cycler. She just needed to know how to end the treatment.